Manufacturer narrative:
It was reported that 2 communication errors occurred during the surgery. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs indicates that the cause of the 1st communication failure is a known design defect and the root cause for the 2nd communication error is a shared memory error between rosanna_brain and mario_win.

Event description:
The field service engineer (fse) assisted the surgeon with seeg case at (B)(6) hospital on (B)(6) 2018 using robot (B)(4). Over the course of the case, the robot experienced two communication errors that caused a restart of the robot. The same error message appeared on the screen for both shut downs: "communication failure with the robot. The system will shut down". The first communication error occurred around 8:44am est during the verification of the registration. Since the registration was already completed and saved, the delay was less than 5 minutes. The fse noticed the correct surgical technique being utilized by the surgeon. The surgeon was not touching the arm at the time of the error message, and there were no signs of why the error occurred. The second communication error occurred around 10:29am est and was very similar. The error occurred during guidance for trajectory of. The surgeon had already screwed in the anchor bolt, but before the arm could be backed away to place the electrode, the error message popped up and the robot had to be restarted (less than 5 minute delay). The arm was not being touched at the time of the error, and again there were no signs of why the error occurred. The fse noticed the correct surgical technique being utilized by the surgeon.